Event description:
During g3 nail surgery, when the surgeon used the step drill, the locking ring of the step drill loosened. The surgeon did the drill, fixing the locking ring by hand. And the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry states the step drill returned to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screw step drill had been in use for a longer time (manufactured in 2008) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. After disassembling the stopper unit, the four pegs of the inner part were found significantly bent which prevents the unit from sliding smoothly over the scaling as intended. Additionally the bent pegs prevent locking of the loose wheel. The scaling of the returned step drill itself was found fully functional during check with a sample stopper unit. The exact root cause for the damage found at the stopper unit returned cannot be determined, but it can be ascertained that high forces are required to deform / bend the pegs of the device this way. The damage might have been generated during assembling / disassembling (i.e. During cleaning / sterilization process). However, referring to the appearance of damage found at the stopper unit (bent pegs, material displacement / burr), it can be concluded that the deformations were generated by rough handling. Based on the above facts it can be ascertained that the root cause of the reported event is not related to a deficiency of the device. No non-conformity was identified.

Event description:
During g3 nail surgery, when the surgeon used the step drill, the locking ring of the step drill loosened. The surgeon did the drill, fixing the locking ring by hand. And the surgery was completed.